Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed., corrected data: d5: correction: operator of device: unknown.,

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion of IV vancomycin was noted, approximately 1/4th of the bag was left at the end of infusion. No adverse effects were reported.